Event description:
On (B)(6) 2012, an event involving an unsuccessful reoperation of the cormatrix ecm was reported to cormatrix. This event was never reported to cormatrix, even though it occurred over one year ago. The surgeon stated that he used the cormatrix ecm for pericardial closure for femoral artery repair (an off-label use of the product). About one week after the ecm was implanted, the pt developed a clot and a reoperation was deemed to be required. During the reoperation, the surgeon noted that the ecm appeared to have been "chewed through the ctr" but that other parts of the ecm had started to remodel. The surgeon then removed the clot and sewed the ecm back together. The surgeon stated that one week after repairing the ecm, the ecm tore open, and a second reoperation was required. The surgeon removed the cormatrix ecm and replaced it with bovine pericardium. The surgeon stated that the pt has since recovered and is doing fine.

Manufacturer narrative:
When asked why the surgeon had not reported this event to cormatrix when it happened, the surgeon stated that he thought that he had, but then admitted that he probably forgot to report it. The cause of the blood clot is unk. The cause of the ecm tearing is believed to be the result of sewing the ecm back together. The instructions for use for both the pericardial closure and cardiac tissue repair products warn that reusing the ecm will compromise the integrity of the device and/or lead to a device failure (B)(4). Additionally, use of the cormatrix ecm for pericardial closure in the femoral artery is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure, which is indicated for the reconstruction and repair of the pericardium.